Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2005 explanted: product type catheter b6 <(>&<)> d10 ¿ corrected information: the explant date for the pump and catheter should have been left blank as the pump and catheter are still both implanted in the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the issue was resolved. The pump was interrogated and turned off permanently.

Event description:
Information was received from a patient who was receiving unknown drug (did not ask n/a at did not ask n/a) via an implantable pump for unknown indications for use. It was reported that the patient was looking for a physician listing to "take out" the pump since they "haven't used the pump in decades" because the pump had a kink in the catheter, and it would not give her anything and "then dump" the medication. They had told her that the battery "would die" after seven years and to forget about it. The patient reported just now that the pump had not stopped alarming and she needs to "have it removed." The patient service specialist sent physician listings and updated patient address. The patient did not have a managing doctor at the time of the event and was not sure when the issue happened with the kink.

Manufacturer narrative:
Continuation of d10: product ID 8709 serial (B)(6) implanted: on (B)(6) 2005 explanted: on (B)(6) 2011 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial (B)(6) ubd: 14-nov-2006, (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# j12156r14 implanted: (B)(6) 2005. Explanted: 2011-01-27 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from a healthcare provider (hcp) on 2024-04-10 reporting that the patient's pump was implanted in 2005 and she stopped getting it refilledin 2006 because the catheter became kinked and she did not want to get the pump removed. The pump was silenced for many years and just started alarming again recently. When pump was read caller stated she saw alerts 92, 323, and 337 [shut down pump]. She said she chose the shut down pump option but it was not clear the pump alarm had stopped. When she went to close the session it stated if she did there would still be an active alarm. She said she had not heard the pump alarm since she originally tried to silence it but it was not clear if it had been 10 minutes yet. Agent recommended waiting at least 10 minutes to see if alarm was still sounding and if so contact us again.